Event description:
It was reported that during set up / inspection for use, the bronchovideoscope, had no image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. It was noted the reported issue was caused by the control board.olympus will continue to monitor complaints for this device.